Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the patient's ins feeling like it was turned off was charge on actual [ineligible], falling. The actions/interventions taken to resolve the issue were [ineligible]. They still could feel their [ineligible]. The issue had not resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The caller reported that the patient felt that the ins may be turned off. The caller reported that the patient was not sure and just wanted to check the therapy and make sure the stimulation was on. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.